Event description:
Device-setting error (2015 ¿ 2024) ¿ from (B)(6) 2015 to (B)(6) 2024 (B)(6) conducted pediatric polysomnography (psg) with masimo radical-7 pulse-oximeters set to a reduced sampling rate. Internal testing showed a persistent +3 ¿ 5 % spo? Bias. Diy interface cable ¿ (B)(6) neuro-it built an unvalidated rs-232-to-usb cable to stream spo? Into the natus psg system. The cable experienced >120 communication dropouts; when the link failed, the psg trace froze on the last value, hiding desaturations for minutes. Sentinel death ((B)(6) 2022) ¿ a six-month-old infant died during psg when a hidden freeze masked a drop in oxygen saturation. The (B)(6) closed the lab for one month. Details of the frozen trace are described in a (B)(6) globe article (01-may-2023). No FDA MDR was filed. Scope of exposure ¿ ?10 000 pediatric psg studies ((B)(6) 2015 ¿ (B)(6) 2024) may under-report hypoxemia. Under-diagnosed obstructive sleep-apnea (osa) and chronic nocturnal hypoxia in children can contribute to neuro-cognitive delay, cardiovascular changes, impaired growth, and behavioral disorders. Staff corroboration ¿ more than a dozen technologists and physicians documented screen freezes in staff meetings (minutes attached). The reporter issued a formal warning on 18-oct-2021, no validation study followed. Partial fix / unresolved risk ¿ on (B)(6) 2024 the reporter recalibrated the devices and replaced the diy cable with a manufacturer-approved part, but leadership has declined to review legacy studies or notify families. External filings ¿ joint commission patient-safety event jc-24-07-12345 (22-jul-2024) and (B)(6) dph complaint (26-may-2025) cite the same concerns. Request to FDA/cdrh ¿ (1) determine whether the sampling-rate bias and unapproved cable constitutes a reportable device modification; (2) investigate (B)(6)'s failure to file an MDR after the 2022 death; (3) issue guidance to prevent similar under-diagnosis of pediatric hypoxemia in psg labs. The reporter can supply raw psg files, dropout logs, and staff statements on request.